Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained for reprocessing was deviated from instructions for use (IFU). The root cause of the phenomenon could not be identified. The event can be reduced or prevented by handling the device in accordance with the following IFU reprocessing manual which states: "manually cleaning the endoscope and accessories_ flushing detergent solution into the air/water channel" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned to olympus for preliminary evaluation, and the reported problem has been confirmed; foreign material has been found to have clogged the endoscope. Insufficient angulation, due to stretched angle wires, has also been confirmed. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus a clogged nozzle with foreign material in their evis lucera elite gastrointestinal videoscope during their scheduled maintenance. The customer also reported that the angle had been reduced. During the testing and inspection of the returned device, white foreign material was found, clogging the endoscope. This MDR is being submitted to capture the reportable malfunction found during device evaluation. No patient or user harm has been reported.